Event description:
It was reported that an ilet user experienced a hardware issue in which the device screen became unresponsive, and a replacement unit was shipped while the original device was pending return, with no alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user¿s health or activities. Investigation included review of available case details. Investigation of this case revealed a suspected user interface malfunction associated with the display or touchscreen assembly, with no corroborating alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.